Manufacturer narrative:
It was reported that the patient has complication with their knee. A revision surgery is planned to exchange the poly inserts. Review of the device history record indicated that the device was manufacutred to speicification.

Event description:
It was reported that the patient has complication with their knee. A revision surgery is planned to exchange the poly inserts.